Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half-height drawers 3.1 and 3.2 drawers failed. A field service engineer launched hardware test application diagnostics, inspecting all pocket statistics and noted several failed lid incidents. A field service engineer reseated all rowboard and drawer controller connections in drawers 3.1 and 3.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system 2sd main half-height drawers 3.1 and 3.2 failed. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.